Event description:
It was reported that a device was used during an unknown procedure. It was reported that there was a steady tone during the case. The case was completed with another hp052. There was no patient consequence.